Manufacturer narrative:
(B)(4). This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
(B)(4). "On depressing the foot pedal, the machine gives an output for few seconds and then there is no output (power) at all. Same thing happens with cut and cautery. In spite of having the foot pedal depressed the machine does not provide an output after a few seconds. " (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of repair order log (B)(4). "On depressing the foot pedal, the machine gives an output for few seconds and then there is no output (power) at all. Same thing happens with cut and cautery. In spite of having the foot pedal depressed, the machine does not provide an output after a few seconds." (B)(4).